Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. The field service engineer discovered that auxiliary legacy half height drawer 7.1 was not opening and had encountered 7.1 clicks. The engineer removed the back panel, manually released the drawer, and resolved the failure. However, the drawer remained stuck halfway in. The field service engineer replaced the slide rails for 7.1, substituting both the left and right rails. Subsequently, the engineer reassembled the drawer, restarted the station, and conducted a test of the drawer using the hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 7.1 had failed to open. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.